Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered within the motor and rotor assemblies. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The rotor and motor assemblies were replaced, and the drill was returned to the user facility.

Event description:
It was reported that during a spinal procedure, the drill heated up. Backup equipment was used to complete the procedure, without causing a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.